Manufacturer narrative:
The device was not returned to zoll medical corporation. The ECG data file was received for review. During evaluation of the data file, it was determined that noise/artifact was present during the analysis. Although we agree that the present rhythm is ventricular fibrillation and is treatable by the administration of a defibrillation shock, the noise present during the first segment of the analysis caused the first segment to be unrecognizable and interfered with the beat detection during the second segment. This resulted in the no shock advised recommendation. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician administered CPR to continue treating the patient, eventually the device delivered the shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.